Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used enlite sensors and found both sensor needles separate from sensor. Unable to performed insertion test complaint against enlite serter.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 5.8mmol/l. The customer stated that sensors broke while insertion and did not want to go through troubleshooting. Customer was advised that replacement pump will be sent.